Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left ventricular assist device (lvad) implant procedure, the health care professional (hcp) reported that the left ventricular (lv) lead in the cardiac resynchronization therapy defibrillator (crt-d) system was unintentionally cut. Later on, the crt-d device was interrogated and the presenting electrograms (egm) showed loss of capture with some premature ventricular contraction beats. It was noted that the lv lead loss of capture was determined to be due to patient condition. Subsequent additional information reported that during a follow up visit, the egm showed oversensing noise on the unidentified right atrial (ra) lead. At this time, the hcp reprogrammed the device. The crt-d system remains in service. No further patient complications have been reported as a result of this event.